Event description:
It was further reported the patient presented with dyspnea on exertion in (B)(6) 2008. During the index procedure, a 3.00x16mm ion stent was placed in the mid left anterior descending artery. Following angiography revealed "the stent itself have not been completely dilated at the proximal edge." Due to more proximal disease, a second 3.00x8mm ion stent was placed proximally to the previous stent with a small area of overlap. In (B)(6) 2012, the patient expired. The cause of death was "massive gastrointestinal hemorrhage" per death certificate.

Event description:
(B)(4) study. Same patient as MDR ID#: 2134265-2012-05837. It was reported that following a coronary artery stenting treatment procedure, the patient expired. In (B)(6) 2008, the patient was diagnosed with stable angina (ccs classification: 2) and cardiac catheterization was recommended. The target lesion was located in the mid left anterior descending artery (mid lad) with 80% stenosis and was 10mm long with a reference vessel diameter of 3.25mm. The physician treated the lesion with pre-dilation and placement of two ion stents of size 3.00x16mm and 3.00x8mm, with 0% residual stenosis following post-dilation. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, the patient expired at home. No autopsy was performed. The cause of death was unknown. No additional information is available at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient identifier: (B)(4). Device is a combination product. Device upn: (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).